Event description:
Patient received 200ml of dopamine via infusion pump rather than 50ml as ordered between 2100 hours and 0220 hours. Patient coded and had to be transferred to ICU. Cassette not secure in infusion pump.